Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting noise. The physician elected to replace the lead. During the procedure, it was found that the lead had been damaged due to clavicular crush. The lead was extracted and replaced. The patient was stable.